Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker device called technical services (ts) and noted when their left arm is raised in physical therapy, their heart rate increases to 100 beats per minute (bpm) even without exertion. Ts discussed possible causes with the patient. Ts recommended the patient consults with the device treating physician for further evaluation of the pacemaker. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that during an in-clinic visit, the pacemaker was interrogated and evaluated. The physician determined that the minute ventilation (mv) feature was the causing the patient heart rate to be increased with arm exercises due to device movement in the pocket. The physician reprogrammed the device settings and resolved the issue. No additional adverse patient effects were reported. The device remains in service. Additional information was received that reported that the patient called technical services (ts) and reported experiencing chest discomfort, shortness of breath (sob) and bradycardia symptoms. The patient reported history of atrial fibrillation (af) and abnormal heart beats. Ts reviewed the stored device data logs and discussed with the patient that the stored device data showed arrhythmias and ectopic beats depending on rhythm and device programming. Ts advised the patient to follow up with the device treating clinician. No adverse patient effects were reported. The device remains in service.